Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, no visible damage was noted to the device or packaging prior to being used. During the procedure, approximately 75% of the stent was deployed within the patient when the metal shaft of the device broke into two parts. The physician was only able to reconstrain approximately 50% of the stent prior to removal from the patient. In addition, it was noted that the outer sheath of the device appeared to be stretched. The procedure was completed with another of the same device without any complications. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.